Event description:
Additional information received reported that this patient had poor therapy after many dose adjustments. Following catheter replacement, the patient recovered without sequela and it was stated there was no injury.

Manufacturer narrative:
Analysis of catheter model 8596sc noted no significant anomaly was found. A non-significant indent was observed down in the cup of the sc connector. It was determined to be non-significant because not enough of the indent was located in the silicone seal down in the sc cup; therefore, it did not meet the criteria for occlusion and did not affect infusion. It was noted that no strain relief shroud was on the pin connector. Segment 1 was patent when tested and did not show any leaks. Analysis of catheter model 8709sc noted the dispensing holes were inspected prior to decontamination and no material was noted in the dispensing holes. The catheter was returned incomplete in segments and both segments were patent when tested and did not show any leaks. Miscellaneous acceptable testing was performed; no significant anomaly was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapy characterized by feeling spasticity and tightness. There were no known volume discrepancies. It was noted that a dye study had been performed, but no problems were found. Later that day, it was reported that the pump's logs and programming were both normal. Additionally, it was reported that the patient had formerly had a urinary tract infection, another infection, and constipation; however, it was noted that these weren't an issue anymore as they had resolved and took place a couple weeks prior to report. About two months after that, it was reported that the distal segment of the catheter had been replaced, though the issue was unknown. It was noted that the patient had been hospitalized and the patient outcome was a "non-serious injury or illness". The drug used in this system was lioresal.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8596sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).